Event description:
The affiliate reported: on (B)(4) 2014 we received an email from prof. (B)(6) from (B)(6) that he had problems with the catheter 82-1676. He wrote that he had a catheter abridgment (broken) on the relived area of the catheter (where it gets thinner). Patient with va shunt. See complaint (B)(4). Pat. Male *1993. Implantations: (B)(6) 2007. Holter atrialkatheter type lot: cgmck9. Explantation: (B)(6) 2010. Additional information from the affiliate stated: on (B)(4), we have been informed from the hospital about the complaint (B)(4) in this complaint they reported about other cases in the past with the same problem. The hospital reported this also to bfarm as we did. On (B)(4), the we have got an email with further information about patient and lot see (B)(4). Today I have spoke with bfarm and they told me that it is not necessary to create a new initial report thus all three complaints fall under bfarm number (B)(4) 2014.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.